Manufacturer narrative:
Device expiration date: unknown. Initial reporter facility name: (B)(6) hospital . A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris smartsite texium secondary set experienced component separation. The following information was provided by the initial reporter: tubing is coming apart at the drip chamber.

Event description:
It was reported that the bd alaris smartsite texium secondary set experienced component separation. The following information was provided by the initial reporter: tubing is coming apart at the drip chamber.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2022-mar-02. D4: medical device lot #: 21069697. D4: medical device expiration date: 2024-jun-28. H4: device manufacture date: 2021-jun-28. H6: investigation summary: the customer reported separation at the drip chamber and returned one unused box of material 10013364t. There were (B)(4) samples received, all unopened and of lot 21069697. Of the (B)(4), 5 separated at the drip chamber and no defects were observed on the other 145 (3.33% defect rate). The complaint of separation is verified by the 5 samples. The 5 defective samples were investigated under the microscope and were found to have insufficient solvent. There is a known issue with this material and failure mode, and a project has been funded to address the issue and correct the manufacturing process causing it. Reported lot number is unknown. Customer returned a box of unused samples and this lot was run. A device history record review for model 10013364t lot number 21069697 was performed. The search showed that a total of 14,403 units in 1 lot number was built on 29jun2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.